Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no damage. Event history log confirmed the primary audible alarm. Functional testing was able to replicate the reported issue. A hard reset was performed to test and resulted in error occurring turning on which showed a possible malfunction in the interconnect pcb and speaker. Individual testing of the components confirmed the pcb was malfunctioning and the speaker showed no error but was to be replaced to prevent error from occurring. The root cause was determined to be the malfunctioning interconnect pcb. The interconnect pcb and speaker were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited ¿primary audible alarm bgnd.¿ the error could not be resolved. It is unknown if there was patient involvement, no adverse patient effects were reported.